Event description:
Patient was determined to have a fractured epicardial pacemaker electrode following telephone device transmission and isometric testing. New epicardial electrode was implanted and fractured lead was capped. Lead was not removed due to trauma that it would cause removing lead.